Event description:
It was reported during a ptca/rotablator treatment procedure the lesion being treated was a calcified and 99% stenotic lesion in a tortuous mid lad coronary artery. The physician performed dubulking of the lesion with a rotablator catheter prior to using the maverick2 monorail balloon catheter. The maverick2 monorail balloon was then introduced to the lesion site, but ruptured at 6 atms on the initial inflation. The patient was asymptomatic during this event. The maverick2 monorall balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.